Event description:
The patient had generator replacement surgery on (B)(6) 2013. The device was not near end of service. The generator was received by the manufacturer for analysis. However, analysis has not been completed to date. The return product form indicated the reason for replacement as end of service (battery depletion).

Event description:
The treating physician¿s medical assistant reported that the patient¿s device was possibly nearing end of service. The patient was implanted since 2005 and was recently experiencing an increase in seizures. The company representative attended the patient¿s follow-up appointment on (B)(6) 2013, which revealed that normal mode and system diagnostics are within normal limits. The patient is complaining of erratic stimulation and pain where the battery is located. The patient thinks she may have fallen and hit the battery as it protrudes from her chest a bit. Therefore, the patient is opting for a prophylactic generator replacement. Clinic notes dated (B)(6) 2013, indicated that the patient had experienced some increase in seizures, especially at night. The husband counted approximately 15-20 at night. She usually has seizures at night, although infrequently during the day. The impression listed in the notes indicated that the patient¿s complex seizure disorder with secondary generalization was somewhat ¿poorly controlled.¿ the vns output current was increased on this visit. Clinic notes dated (B)(6) 2013, reported that the patient has more seizures with menstrual periods (catamenial seizures), and even though the patient was weaning her anti-seizure medication, now because of the increase in frequency of seizures with menstrual cycle, the anti-seizure medication was increased. The patient's vns output currents were increased. Clinic notes dated (B)(6) 2013, reported that the patient was doing relatively well with seizure control now in increasing anti-seizure medication slowly and gradually. The only difficulty that she had was a partial simple seizure with her menstrual cycle, about a week before her period she has seizures. The patient¿s vns current was decreased from 2.5ma to 2.25ma on this date. Although surgery is likely, it has not occurred to date. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
The initial report inadvertently did not report the report of the patient's generator protrusion.

Event description:
The company representative attended the patient¿s appointment on (B)(6) 2013 in which the patient was complaining of erratic stimulation and pain where the battery is. It is unknown when these events first occurred and it is unclear what the believed cause of the erratic stimulation and pain at the generator site is, per the physician. No causal or contributory programming or medication changes precede the onset of the erratic stimulation and pain at the generator site. The patient thinks she might have fallen and hit the battery as it protrudes from her chest a little bit. The patient¿s fall is not believed to be contributing to the patient¿s feeling of erratic stimulation and pain at the generator site. She is opting for a prophylactic battery change to preclude serious injury. The generator is not showing near end of service condition. The relationship of the patient¿s recent increased seizures to vns is unclear as the patient has had vns for many years. Although generator replacement is planned, it has not occurred to date.

Event description:
Analysis of the generator was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.